Manufacturer narrative:
Conclusion: the device history record was reviewed for both delivery catheter systems (dcs) and showed that these products met all m anufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the first dcs used was unable to cross the patient¿s pre-existing non-medtronic surgical aortic valve (sav). Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had a 52 degree aortic root angle. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. It was reported that immediately following the procedure, the patient suffered a stroke. Stroke is a known potential adverse effect per evolut pro+ system instructions for use. Ischemic strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors. Per the physician, the patient does not have a history of strokes. No angiographic records were submitted for review. Per the physician, the cause of the stroke was related to positioning difficulties and crossing the calcified arch five times. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Complaints for this event type are reviewed and no further action is recommended at this time. Updated data: h.6 -- method, results. And conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 09-dec-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a pre-existing non-medtronic surgical aortic valve (sav) with a 52 degree aortic root angle, a confida guidewire was advanced across the sav. A 14fr dry seal introducer sheath was advanced across the sav and exchanged for an in-line sheath. The delivery catheter system (dcs) could not cross the sav. Since the dcs could not be articulated, the valve could not be deflected to enter the orifice of the sav. After three attempts, the dcs and valve were withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed on the existing sav. A new dcs and valve were used. The implanting team attempted to advance the second dcs through the sav. The confida wire was swapped for a non-medtronic guidewire, however the dcs was unable to cross the sav. A new confida guidewire was used and again the dcs was unable to cross. Using a goose neck snare on the contralateral side, the dcs was able to cross the sav and ultimately the confida guidewire. The valve was successfully implanted. It was reported that immediately following the procedure, the patient suffered a stroke. Left side weakness and slurred speech were reported. Per the physician, the cause of the stroke was related to positioning difficulties and crossing the calcified arch five times. The patient was transferred to a stroke center and thrombectomy was performed. The patient continues to have slight impairments. No additional adverse patient effects were reported.